Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Method, results and conclusion codes have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The cause of the motor stall was not determined. The pump was replaced and returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving lioresal (unknown concentration and dose) via an implantable pump. Indication for use was intractable spasticity and cerebral palsy. The date of the event was (B)(6) 2018. It was reported the patient presented at managing physician¿s office with increased spasticity and a critical pump alarm. When the pump was interrogated by the physician, a pump motor stall message appeared. The physician re-interrogated the pump approximately 30 minutes later and the message reappeared, but checking the logs indicated that the pump had restarted. Surgical intervention will be scheduled as soon as possible. Patient status was alive - no injury. It was unknown if the issue was resolved. No environmental/external/patient factors may have led or contributed to the issue. Patient weight and medical history were asked and will not be made available. No further complications were reported.

Manufacturer narrative:
The pump was returned and analysis found gear train anomaly/corrosion and-or wear and-or lubrication. The stall was due to shaft-bearing. Per pump telemetry the pump was delivering lioresal 2,000.0 mcg/ml 12.7 mcg/day. If information is provided in the future, a supplemental report will be issued.